Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A reported incident involving a secondary set, secure lock, with IV set hanger, 34 inch with black dots noted in IV tubing. There were no patient involvement and no harm.